Manufacturer narrative:
Device not returned by customer. The impella cp pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) asian female patient had impella cp pump inserted in the right femoral. The patient had hemolysis and as a result some units of blood transfusion was given.